Manufacturer narrative:
Upon further review, bard/bd medical has determined that this MDR was initially reported in error on a 3500a form. The complaint will be exempt from reporting per exemption e1998006.

Event description:
It was reported that the catheter balloon was difficult to inflate during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to inflate during pretest.